Manufacturer narrative:
Correction: unique device identifier (UDI)#.

Event description:
It was reported that the nurse replaced a bag of heparin (25,000unit/250ml in 0.45% sodium chloride) at 1703 on 19 may 2024. At 1900, it was noticed that the bag was empty. The nurse reportedly confirmed the "pump was set to the right dose/rate" and the "infusion verify" (electronic medical record) stated that 20.5mls had been infused. "Stat labs" were drawn, and it was determined the entire bag of heparin was infused to the patient in one (1) hour and 13 mins. Normal saline was also infusing at the time of the event. Ptt/anti xa levels were "critically elevated and too high to detect." Due to the event, patient needed to receive protamine per protocol after being transferred to higher level of care. Patient's labs returned to baseline and patient was discharged from the hospital.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse replaced a bag of heparin (25,000unit/250ml in 0.45% sodium chloride) at 1703 on (B)(6) 2024. At 1900, it was noticed that the bag was empty. The nurse reportedly confirmed the "pump was set to the right dose/rate" and the "infusion verify" (electronic medical record) stated that 20.5mls had been infused. "Stat labs" were drawn, and it was determined the entire bag of heparin was infused to the patient in one (1) hour and 13 mins. Normal saline was also infusing at the time of the event. Ptt/anti xa levels were "critically elevated and too high to detect." Due to the event, patient needed to receive protamine per protocol after being transferred to higher level of care. Patient's labs returned to baseline and patient was discharged from the hospital.

Manufacturer narrative:
Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the nurse replaced a bag of heparin (25,000unit/250ml in 0.45% sodium chloride) at 1703 on (B)(6) 2024. At 1900, it was noticed that the bag was empty. The nurse reportedly confirmed the "pump was set to the right dose/rate" and the "infusion verify" (electronic medical record) stated that 20.5mls had been infused. "Stat labs" were drawn, and it was determined the entire bag of heparin was infused to the patient in one (1) hour and 13 mins. Normal saline was also infusing at the time of the event. Ptt/anti xa levels were "critically elevated and too high to detect." Due to the event, patient needed to receive protamine per protocol after being transferred to higher level of care. Patient's labs returned to baseline and patient was discharged from the hospital.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that there was an over infusion of heparin could not be confirmed via the log analysis, and an over infusion could not be replicated on the suspect pump module during laboratory testing. The log analysis found the suspect pump module had completed a previously programmed infusion on the date 19may2024 and a new remote IV order infusion of heparin at 25,000unit/250ml was started at the time of 5:03 pm. The infusion rate was at 17.025ml/h with the volume to be infused (vtbi) at 250ml. When the above infusion was started the primary volume infused (pvi) was recorded at 742.40ml, which was an accumulated total from prior performed infusions. The suspect pump module alarmed air in line (ail) at the time of 6:15 pm. The pump module remained in alarm with the audio silence key selected a total of 15 times. The restart key was selected at the time of 7:07 pm restarting the infusion. The ail alarm returned at the time of 7:08 pm with the audio silence key selected afterwards. The infusion was never restarted after the ail alarm. The total pvi was recorded at 762.911ml. Between 7:08 pm and 7:27 pm the recorded activity was the clinician reviewing the system through the options menu. The suspect pump module channel off key was selected at the time of 7:27 pm. The total calculated volume infused for the heparin infusion is 20.511ml. This value was derived by subtracting the volume infused recorded at the start of the infusion (742.40ml) from the volume infused value recorded at the stopping of the infusion (762.911ml). It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 15 hours was terminated early after only infusing for approximately 1.25 hours. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. The pump module was found to be infusing within specification. Per product labeling, the alaris system user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue that there was an over infusion of heparin was not able to be identified through log analysis or device laboratory testing. The suspect pump module was found to be infusing within specification with no observances of unregulated flow. Note that this report lists imdrf annex a09, a0404, a0401, a1801, g04037, g02017, g04090, g0405206, c07, c19, c0601, c070606, d01, d15, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the nurse replaced a bag of heparin (25,000unit/250ml in 0.45% sodium chloride) at 1703 on 19 may 2024. At 1900, it was noticed that the bag was empty. The nurse reportedly confirmed the "pump was set to the right dose/rate" and the "infusion verify" (electronic medical record) stated that 20.5mls had been infused. "Stat labs" were drawn, and it was determined the entire bag of heparin was infused to the patient in one (1) hour and 13 mins. Normal saline was also infusing at the time of the event. Ptt/anti xa levels were "critically elevated and too high to detect." Due to the event, patient needed to receive protamine per protocol after being transferred to higher level of care. Patient's labs returned to baseline and patient was discharged from the hospital.